Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit with a guide wire assembly. The swg cap was not returned with the assembly. Signs-of-use in the form of biological material and an unknown white substance was observed on the guide wire. This contradicts the customer description that the defect was observed before use. Visual analysis revealed a slight kink near the distal end of the guide wire. The j-bend also appeared slightly misshapen. The kink is located on the portion of the guide wire that is protected by the advancer tubing when fully assembled. Microscopic examination confirmed the kink. Additionally, the distal and proximal welds appeared spherical and intact. The kink on the guide wire was located approximately 31mm from the distal weld. The overall guide wire length measured 457mm, which is within the specification limits of 450mm-458mm per the marked guide wire graphic. The guide wire diameter measured .804mm, which is within the specification limits of .788mm-.826mm per the marked guide wire graphic. The guide wire was advanced through a lab inventory ars/introducer needle assembly. Both the undamaged and kinked/bent portion of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was confirmed through complaint investigation. Visual examination revealed a kink near the distal end of the guide wire. When fully inserted through the tubing, the kink was located on the portion of the guide wire that was inside the advancer. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, the root cause cannot be determined as signs-of-use were observed on the guide wire. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the swg (spring wire guide) was kinked prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the swg (spring wire guide) was kinked prior to patient use.